Manufacturer narrative:
Multiple attempts were made to obtain additional information.. However, no further information on the event could be obtained, and the device was not available for return or evaluation. From the acuson acunav ultrasound catheter directions for use: adverse reactions: adverse events related to cardiac catheterization have been documented. Adverse events related to cardiac catheterization include (but are not limited to): femoral artery or vein injury, thrombosis, pseudoaneurysm, cardiac perforation, air embolism, pulmonary embolism, myocardial infarction, valve or structural cardiac damage, cardiac tamponade, pneumothorax, hemothorax, arteriovenous (av) fistula, stroke, and death. Reference (B)(4).

Event description:
During an endovascular cardiac procedure, a cardiac tamponade occurred. After the bb, when the catheter was advanced to the left atrium, a blood pressure drop was identified. After drainage in the catheter room, the patient was transferred to the ccu. The physician stated that the cause of the tamponade was unknown. No further details were available after multiple requests.